Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of scratched lens by injector therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non health care professional reported that during surgery they have noticed that the lens scratched due to an unspecified instrument that inserts the lens. Additional information has received it states that there was no impact to the patient and the doctor thought it was the instrument that insert the lens that scratched it. There are two medical reports associated with same event. This file is 2 of 2.